Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The medical surveillance specialist (mss) spoke with the pt about three days later, and obtained the following information. The pt reported that the alleged issue began in 2009, the day prior to contacting lfs. As a result of not being able to obtain a blood glucose reading, the pt stated that she tested with a friend's meter; however, did not recall the result obtained. After testing with her friend's meter, the pt reported that she took her usual dose of insulin (28 units, type unknown) and ate breakfast. Approx 1-2 hours after the alleged issue began; the pt stated she began to feel shaky. At the onset of the symptom, the pt stated that her nurse was with her and brought her juice to drink. The pt reportedly felt better afterwards. During troubleshooting, the customer care advocate was unable to confirm the alleged power issue. The subject meter powered on manually and when a test strip was inserted. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.